Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via a government agency that an ophthalmic system displayed system messages multiple times during calibration. No fluid was passing through the cassette, even after repeating the test several times. The surgery was completed using a new batch of cassettes, and there was no patient harm. This report pertains to the ophthalmic system involved in the reported event.